Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged and the rn was stuck by a contaminated needle. Source labs done, they were all negative. The following information was provided by the initial reporter: no medication would go through needle. This is the second time it has happened to me and after talking to coworker they have had similar issues. Did problem(s) occur before, during or after use? During use. Was there any report of serious injury? Rn experienced potential blood born pathogen exposure when stuck by contaminated needle. I also wanted to clarify with the rn that experienced potential blood born pathogen exposure when stuck by contaminated needle, was there any medical intervention or testing done? If so, what were the results? There were source labs done on the patient, they were all negative.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged and the rn was stuck by a contaminated needle. Source labs done, they were all negative. The following information was provided by the initial reporter: no medication would go through needle. This is the second time it has happened to me and after talking to coworker they have had similar issues. Did problem(s) occur before, during or after use? During use. Was there any report of serious injury? Rn experienced potential blood born pathogen exposure when stuck by contaminated needle . I also wanted to clarify with the rn that experienced potential blood born pathogen exposure when stuck by contaminated needle, was there any medical intervention or testing done? If so, what were the results? There were source labs done on the patient, they were all negative.